Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed r-wave amplitude variation, high pacing impedance, and high capture threshold on the right ventricular (rv) lead. It was observed that the rv lead had dislodged. During lead repositioning, the helix would not extend. Theo physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, r-wave amp variation, high threshold, and high pacing lead impedance. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue. The reported events of r-wave amp variation, high threshold and high pacing lead impedance were not confirmed.